Event description:
Customer reported a past incident involving low blood glucose levels; however, the exact level was unspecified as it was displayed simply as "low." Cause was not known. The customer managed the situation by consuming glucose tablets to address the low blood glucose event and was advised by technical support to consult their healthcare provider for further discussion on factors affecting their blood glucose levels, a recommendation the customer understood and agreed to consider.